Manufacturer narrative:
One unpackage ar-9563-32 univers revers modular glenoid system, peripheral screw, locking 5.5 x 32 mm, batch 14974480, was received for evaluation. Visual evaluation of the ar-9563-32 univers revers modular glenoid system, peripheral screw, locking 5.5 x 32 mm found damage on the hex diameter. Nicks were noted on the threaded body of the screw. It was concluded that the observed damage to the devices could most likely be attributed to the fact that they were implanted and then removed. Functional testing included attaching the ar-9563-32 univers revers modular glenoid system, peripheral screw, locking 5.5 x 32 mm to the returned baseplate (ar-9560-24, 24mm modular baseplate, batch 15012171). The test concluded that no issues were found with the fixation of the device. The screw was firmly attached to the baseplate, and no problems were encountered when they were separated. The most likely cause of the reported failure is a patient-specific event. More specifically, according to the event description, the patient had to undergo revision surgery due to an injury unrelated to the device¿s functionality or performance. No allegation was identified against the ar-9563-32 serial/batch number: (B)(6); however, the returned device was damaged.

Event description:
On 11/13/2024, it was reported by a facility representative via email that arthrex devices were explanted from a patient. No additional information was provided. Additional information received on 11/25/2024: the patient underwent a total shoulder arthroplasty, rotator cuff repair, capsular release procedure on (B)(6) 2024. A 24mm glenoid univers revers baseplate, a 35mm central univers revers screw, a 5.5 x 28mm peripheral lock univers revers screw, a 5.5 x 32mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 5.5 x 16mm peripheral lock univers revers screw, a 24 x 39mm 4 lat taper univers revers glenosphere, a 39 2mm revers shoulder cup, a 14 apex univers revers stem, a 39 3 revers shoulder liner, and a 39 6mm revers shoulder humeral spacer were implant. Due to an injury the patient underwent revision surgery and had the 35mm central univers revers screw, the 5.5 x 28mm peripheral lock univers revers screw, and the 5.5 x 32mm peripheral lock univers revers screw remove.